Event description:
It was reported that the patient's left ventricular (lv) lead dislodged during an unrelated procedure. The physician elected to explant and replace the lv lead. The patient condition was stable.